Event description:
The customer reported that his sensor glucose was 100 mg/dl off from his blood glucose. The customer stated that he was receiving threshold suspend alarms while his blood glucose was stable. Upon removing the sensor, he found the cannula was bent, which he believed was causing the inaccuracy. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch 2032227-2014-47841.(B)(4)